Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this pacemaker had a pocket revision due to complaint of device migration towards the lateral side. The device remains in service. No additional adverse patient effects were reported.